Event description:
The first email due to the power point, file size, of the drug induced sleep endoscopy (dise) + continuous positive airway pressure testing (pap) test data from (B)(6) 2022 with live imaging of the dise+ pap generated by (B)(6), by dr (B)(6) and dr (B)(6) showed forward tongue moving epiglottis collapse on the mandibular advancement live image. The live dise + pap imaging also showed soft palate and pharyngeal side wall collapse. These conditions are post, my diode laser lesion uppp operation, by dr (B)(6), definitely removed a portion of this palatopharyngeus and/or palatoglossus muscle chains, by 17.9 mm lesion as the center line of the submucosa called out in his medical records, from an unknown thermal coagulation time phase not clinically researched but he said it was prior to the surgery of 85% to 100% on advanced internet communications detailed in my other correspondence, collapsing the velopharynx, and pharyngeal side wall and increasing, affecting, complicating, the already collapsed epiglottis, by (B)(6) dynamic testing [dise] results, post this operation of 12 months. [Ref: the soft palate maximum dimension is 40 mm. The soft palate is approximately 40 mm in length, contains the palatopharyngeus muscle chain [one of 4 critical muscle chains, paired muscles of the soft palate, or the arches and ridges in the lateral pharyngeal wall, antagonist to the levator and veli palatine muscles, palatopharyngeus, and palatoglossus] at the midline occupies up to 36.5% and palatoglossus occupies around 30%]. The epiglottis (epi) surgery [epiglottectomy, epiglottopexy] cannot be performed, because of the complications as aforementioned from the velum diode laser surgery due to these muscles chaining to the epi, then I have untold and incomplete responses from all of the sleep apnea surgeries and treatments. [Ref. Cp ap, deforms and collapses the epiglottis (epi) by moving the tongue forward by oropharynx pneumatic splint, by dise + pap test photos, and no epi splint, and does not measure epi pressure or ahi, because no cp ap machine is programmed for an epi splint; both inspire, oral appliance and mma, will move the tongue forward but will deform and collapse epi, by forward movement tongue base epi collapse; and the oral appliance cannot fix pharyngeal side wall collapse as also shown on the dise + pap imaging]. Again, this is why the FDA and sound clinical research is integral to the health of the patient because it ensures that the public is only sold clinical researched operations for safety and effectiveness unless there is a need for emergency surgery or terminal illness., because if not then permanent health problems that did not need to happen as aforementioned would happen by all my submittals, and it did. I have also lost my access to healthcare with all doctors because most malpractice categories have been cut out of the system. By 2014, including mine, there was massive drop in malpractice cases of 47% due to cutting compensation and changing the law. Other doctors will not evaluate nor monitor bad surgeries, or my condition, and very bad threatening and safety conditions by withholding medical information about the changing condition of the surgery saying it is not their job but bill me anyway by not even touching the records of this condition and take my money, towards me occur and will always occur in my new norm because of no solid litigation by the new unfounded doctor protections since in and around 2014 by the laws to the honest patient pushing me out of the way due the high costs of the medical people in general and very fair cases that in this 21st century cannot be had under the new doctors violating anti-trust laws merging hospital after hospital cutting the competition for insurance companies an raising costs even further and cutting FDA research at the same time. So now because of this, dr (B)(6) very bad operation has barred me from the healthcare system for life unless the FDA steps in for me and assigns me a primary doctor or sleep apnea surgeon, that I can use to monitor this lifetime condition. The next dice2 email shows the forward movement tongue base epiglottis (epi) collapse.